Event description:
A literature article reported that after using an ophthalmic product in vitrectomy procedure a patient with a past ocular history has experienced increase in intra ocular pressure. Patient has also developed interval loss of all light perception and pain in right eye and it was noted that the right eye anterior chamber was found to be completely filled with the ophthalmic oil. Hence the patient underwent 23-gauge pars plana vitrectomy with removal of the ophthalmic product. It was also noted that patient had developed central and temporal vision loss of vision in left eye and automated visual field testing demonstrated a new temporal field defect left eye. MRI of the brain and orbits demonstrated mild precontrast t1-hyperintensity and mild t2-hyperintensity of the right optic nerve and a long with t1-hyperintensities in the bifrontal horns of the lateral ventricles. Postcontrast images demonstrated prominent suppression of signal (hypointensity) extending from the retrobulbar right optic nerve to the chiasm and enhancement of the right orbital nerve sheath. The patient was prescribed with topical glaucoma drops, high-dose intravenous and oral corticosteroids. Also, patient had underwent optic nerve sheath fenestration to remove ophthalmic product completely. After surgery patient was prescribed with corticosteroids. During follow up it was noted that vision has improved in the left eye and remained no light perception in right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. All compounding, preprocessing, filling and packaging mbrs are subjected to 2 independent reviews. In addition, the following are reviewed: - all chemistry and microbial finished product results. - environmental, utility, bioburden records. - sanitization records. - sterilization cycles. The root cause of complaint condition could not be determined. Potential root cause includes: ¿ solution quality issue ¿ highly unlikely, as chemistry and microbiology data is reviewed and verified to meet regulatory requirements prior to release. ¿ consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. The product labeling for ophthalmic product provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).